Manufacturer narrative:
Correction: b5, h6.

Manufacturer narrative:
The reported events of helix damage and failure to retract/ advance helix were confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis found the lead with the helix extended, stretched, bent, and clogged with blood/tissue due to procedural damage. No further anomalies were detected.

Event description:
It was reported that the patient presented for implant procedure. During an attempt at left bundle branch pacing (lbbp), the new right ventricular lead failed to be advanced. It was then noted that the helix could not retract. The lead was removed and helix deformation was observed on x-ray. It was indicated that the patient was briefly hypertensive during procedure. The procedure was completed using an alternate lead on 29 nov 2024. The patient was stable post-implant and at discharge check.